Event description:
Patient was scheduled for aortogram/runoff/pta/atherectomy. Access was from the left femoral artery and a 7fr 45cm sheath was being used. A focal stenosis in the proximal sfa proximal to a stent was being treated. 6-8 passes were taken and upon removing the device resistance was noted. At this point it was noted that the proximal edge of the stent was moving. The device was finally removed and found to be intact. The device could not be cleaned so the nose cone was cut apart and plaque was noted. It was also noted that a strut from a stent was jammed between the blade and the housing. The physician thought it would be best for the patient to have surgeon do endarterectomy and or bypass since the sfa was heavily diseased. Patient received bypass and is doing fine.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.